Manufacturer narrative:
The insulin pump was received with a button error alarm due to curroded keypad traces. The unit also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; she took the battery out overnight and the pump was still alarming. The patient's blood glucose at the time of incident was 162 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.